Event description:
Per consumer, feels that the toilet safety frame is unsafe for an individual not stable when using it. The legs move and spread out. Consumer afraid that the bracket is going to tear off the back side.